Event description:
CT scan revealed a fractured va shunt catheter with one end of the catheter in the right atrium and the other end of the catheter in the hepatic vein. We brought the pt to the cath lab and used snares to remove the fragmented va shunt catheter. This was done by the interventional radiologist. The neurosurgeon had placed a new va shunt in the pt 8 hours earlier to drain the csf. A scan was done of the pt's thoracic vessel area to look for any retained fragments of the catheter, none were found. Revision of ventriculocardiac catheter with removal of the proximal portion of the old catheter and placement of a new left-sided cardiac cath.